Event description:
The customer reported a false negative reaction of a patient sample with anti-d of erytype s abd+rev.a1, b when tested on tango infinity. He stated that a patient with history of being blood group b rh(d) positive was typed two times as rh(d) negative on tango infinity. The customer returned the patient sample that had caused a false negative test result for investigational testing, but not the supposedly defective product. Therefore our quality control laboratory tested the patient sample with their retention sample of erytype s abd+rev.a1, b on tango infinity and could confirm the customer´s finding. The patient sample was sent for molecular rh(d) typing to an external laboratory. The result is rhd *weak d 122 (rhd *01w.122). The molecular typing result confirms that the patient does not have a normally expressed rh(d) antigen. This is a possible explanation for the serological test results on erytype s. In the section "limitations" of the instruction for use there is a note: "category vii and very weak expressions of the d antigen (d weak with very few receptors) will give weakened or negative reactions with the anti-d reagents on this strip." Due to this note no further actions were initiated. Additionally the retention sample of erytype s abd+rev. A1, b was tested with different donor samples on tango infinity. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed the correct function of the allegedly defective lot of erytype s abd+rev.a1, b. A review of the batch record documentation showed no irregularities which might have negative influences on the quality of the allegedly defective lot. The affected tango infinity was inspected by one of our field service engineers. No indication for an instrument malfunction could be identified.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false negative reaction of a patient sample with anti-d of erytype s abd+rev.a1, b when tested on tango infinity. The customer stated that the patient had a history of being rh(d) positive. The customer returned the patient sample that had caused false negative test result for investigational testing but not the supposedly defective product erytype s abd+rev.a1,b. Therefore our quality control laboratory tested the patient sample with their retention sample of erytype s abd+rev. A1, b and could confirm the customer´s finding. Additionally the qc lab's retention sample of erytype s abd+rev.a1,b was tested with different donor samples. All positive and negative reactions were correct. We did not observe any false negative reaction. The patient sample was sent for molecular rh(d) typing to an external laboratory. These test results are pending. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Evaluation of the affected tango infinity is still ongoing.